Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 244mg/dl. The customer had insulin on board during the report therefore no action was performed to address the bg level. A system check was performed and the occlusion was found to be within the non-tandem infusion set tubing. An infusion tubing change was performed and insulin deliveries were resumed. By the end of the report, the customer's bg level had decreased to 239mg/dl.